Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The battery was changed, but this did not help. The customer's blood glucose was unknown, but the caller stated that it was high and the customer was confused. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The basic occlusion, occlusion, prime and excessive no delivery alarm test could not be performed due to unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.